Event description:
It was reported that there was a no flow during the use of their clearlink duovent administration set. It was speculated that there was a backflow issue from the primary set to the secondary set, leading to the reported no flow. It is unknown whether or not there was patient involvement associated with this occurrence. However, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.